Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Subsequently, the device was explanted on (b)6), 2023. The patient was reimplanted with a new cochlear device during the same surgery.